Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced mesh erosion, vaginal erosion, continued urinary incontinence and pelvic pain. All other information is unknown.

Manufacturer narrative:
The reported lot number, oml0041301 could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.